Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed for low/short battery lifetime. Customer has called back within 1 week of troubleshooting low battery/short battery life with same issue. Customer has used aa lithium batter as recommended. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of the pump. Mmt-1810 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the displacement test, the self-test, sleep current measurement and active current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected replace battery alarm during testing. Battery cycle 26.0 received the low battery alert (104) on 01/29/2025 19:42:00 after more than 7 days at 10.28 days. Battery cycle 25.0 received the low battery alert (104) on 01/19/2025 12:24:00 faster than expected at 2.71 days. Battery cycle 24.0 received the low battery alert (104) on 01/16/2025 19:14:00 faster than expected at 2.97 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. ¿swapping out test boards confirms high sleep current measurement is isolated to pcba 1. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with cracked keypad overlay, scratched case and minor scratched lcd window identified during the visual inspection. Charge/battery lasts less than expected was confirmed, suspecting hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.